Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed safety disk test multi times.

Event description:
It was reported that during regular checks, the cs300 intra-aortic balloon pump (iabp) failed safety disk test multiple times. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit failed the safety disk leak test. The fse reseated all connections and installed a new safety disk and crm, with unit still failing. The fse then reinstalled the old parts (safety disk and crm) and replaced the iab drain port connector and replaced the glass blood back tube. Unit then passed all functional and safety tests and was given back to customer.